Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reorted event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and catheter slightly kinked in the extreme of the strain relief and the catheter kinked near to the dongle. The handle cannula is in good condition. The device has evidence of flaring process. Functional testing could not be performed due to the flare detachment. The complaint was not confirmed; the device does not have the handle cannula detached. However, the device has the flare detached, this condition does not allow the device to be actuated. Also, it has the catheter slightly kinked in the extreme of the strain relief. Additionally, the catheter kinked near to the dongle, this kink probably caused the flare to detach. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, resistance was met when the physician attempted to extend the snare. The physician applied force but said it felt like the wire detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, resistance was met when the physician attempted to extend the snare. The physician applied force but said it felt like the wire detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.